Event description:
Facility claims chair came apart causing resident to fall and hit floor. Follow-up treatment expected.

Event description:
Facility claims chair came apart causing resident to fall and hit floor. Follow-up treatment expected.